Event description:
On or about (B)(6), 2008 a sparc sling system was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged "that as a result of the implant" the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, continual bladder and urethra infections, and other injuries." It was also alleged the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.